Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was a part of an advisory population and the patient was concerned their pacemaker might be in safety mode. The patient also mentioned a problem with an unidentified lead, which was causing a stimulation-like sensation throughout their body. All evidence indicates this pacemaker remains in service and no adverse patient effects were reported.